Event description:
Caller alleging receiving discrepant inratio values. On (B)(6) 2014: inratio 7.2, repeat inratio 1.8. Time between tests not provided. Patient's therapeutic range 2.5 - 3.5. Patient self tester reported fingerstick before green light and touching strip. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house retain met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.